Event description:
It is reported that the patient is experiencing pain. The patient underwent 2 closed reductions on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
This report was previously submitted, please reference 1822565-2014-00756. Evaluation summary: primary operative notes were reviewed and gave no indications of a root cause. The emergency record from (B)(6) 2014 states that the patient's hip dislocated while bending over when cleaning, and records from (B)(6) 2014 dislocation event state that the patient needs to find a hip revision specialist for revision of the left hip. The actions of the patient during the may dislocation is unknown, however, it is likely that the patient violated post operative tha precautions in bending over which caused the (B)(6) dislocation. X-rays were reviewed and show a cemented femoral stem with a well oriented acetabular cup, however, there may be a radiolucent line outlining the acetabular cup seen on films date (B)(6) 2012. With the information provided, the patient's adherence to post operative tha indications may have played a role in the dislocations, however, this cannot be determined. Evaluation codes: it is not suspected that the product failed to meet specifications.